Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working and he attempted to change the battery. The device kept alarmed battery out limit after each time he inserted a new batter, he had used three. Customer stated he was at the emergency room for high blood glucose of 483 mg/dl and is being treated with an IV. Customer was advised to monitor and call back if issues persisted. Customer declined troubleshooting for high blood glucose level. The device is not returning for analysis.